Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) his onetouch ultralink meter was prompting an error 5 message when he was attempting to test his blood glucose. Per the ot ultra owner's booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 8:00pm, the patient alleged the issue first occurred. The patient reported using no diabetes medications to manage his diabetes. The patient reported having something to eat or drink at 8:00pm and again at 8:30pm on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. The patient denied receiving any medical intervention due to the alleged issue. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used. The cca also noted that the patient's testing process was correct and the patient's test strips were in good condition. The cca noted that the test strip completely drew in the sample during a retest. The alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggesting that a serious injury occurred. The patient believed the 469mg/dl, reading was reading inaccurately high. In addition, there is no indication that the lfs products were working improperly.

Manufacturer narrative:
(B)(4): the meter was test strips were evaluated and both passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.